Event description:
It was reported that ongoing intermittent occlusion alarms occurred that caused the customer's blood glucose to read "high." As a corrective action, the customer administered a correction injection via mdi and followed instructions from technical support (cts) to disconnect and manage the insulin pump tubing and cartridge. The occlusion alarm recurred multiple times, and cts provided various instructions intended to resolve this, including delivering boluses and replacing supplies. Ultimately, the customer was advised to replace their supplies and continue insulin administration.